Event description:
Nursing discovered dressing under swan ganz catheter wet. Upon investigation, discovered total disconnection of introducer from catheter. Required removal of catheter with reinsertion of new introducer and pulmonary artery catheter.